Event description:
According to the info we received, the following occurred. The pt underwent an exploratory laparotomy, extensive loa (lysis of adhesions) jejunal resection and primary anastomosis. Pt returned to or 9 days later with feces in belly determined suture line was leaking.